Event description:
It was reported that pocket stimulation occurred. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found both atrial and ventricular septum plugs damaged. Muscle stimulation could have occurred due to the damaged septums.